Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaging another device (clip interacting with previously implanted clip) appear to be a related to patient morphology/pathology and user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (61104u188) is filed under a separate medwatch report number.

Event description:
This is filed to report the interaction (61025u131) with the an implanted clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (61104u188) was implanted at a2/p2. The second clip was implanted lateral to the first clip. The third clip delivery system (cds 61025u131) was advanced; however, during positioning, there was interaction with the first clip, causing the first clip to move. The third clip was implanted successfully, reducing the mr to 1-2. On (B)(6) 2017, the patient presented with shortness of breath. It was found that the first clip had detached from both leaflets and was in the transeptal puncture site. The mr had increased. It was believed that the clip detachment was due to the interaction with the third clip during the first procedure. Mitral valve replacement surgery was performed for treatment, where it was observed that there was chordal rupture and a torn leaflet. The clip was successfully retrieved, and the patient remained stable. No additional information was provided.